Manufacturer narrative:
An investigation was performed for the customer issue and included a review of the complaint text, a search for similar complaints, a review of trending data, a review of the product quality history, a review of the historical performance, and a review of product labeling. Ticket searches determined normal complaint activity for the lot. The complaint trending report did not identify any trends for the issue. A review of the product quality history did not identify any issues with the customer observation or any systemic issues. Worldwide data was used to review the historical performance of the reagent lot and the median population result for the lot is comparable with all other lots in the field. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 3p25 that has a similar product distributed in the us, list number 2r98.

Event description:
The customer reported a false elevated troponin result when processing on the architect i2000sr. The abbott result was 2292.4 pg/ml (sid (B)(6)) and retest using a different technique generated a result of <2 pg/ml. The customer was expecting a negative result for this patient. No impact to patient management was reported.